Event description:
A complaint was received from a customer that reported segments are missing in the display. While on the phone a review of the system was attempted. It was learned that a large portion of the "hundreds units" was missing segments. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.